Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped inflating. Abdominal ultrasound imaging found that the reservoir had a hole, resulting in total fluid loss from the component. A replacement surgery has been scheduled. There were no patient complications reported.